Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through resetting the pump, which resolved the issue without further recurrence. The customer was instructed to monitor the pump and reach out if the malfunction occurred again, and they confirmed their understanding of these instructions.